Manufacturer narrative:
Additional narrative: a product development investigation was performed for the subject device (straight reduction forceps for low profile pelvic system), part number 03.100.020, lot number a7 pa 24. The subject device was returned with the complaint condition stating that during an open reduction internal fixation (orif) of an acetabulum and pelvic wing, the handles of the straight reduction forceps for low profile pelvic system broke while clamping the plate to the pelvic bone. The forceps broke where the handles intersect. The breakage did not generate any fragments and the two broken pieces were easily retrieved. Another device was used to complete the procedure. There was no surgical delay and additional medical intervention was not required¿. The complaint condition is confirmed. A visual inspection, DHR review, and drawing review were performed as part of this investigation. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The returned instrument is part of the depuy synthes pelvic implants and instruments set; it is designed to help in reducing the fragment of the quadrilateral surface. The forceps bridge from the pelvic brim to the quadrilateral surface. Upon visual inspection of the device it can be seen that the instrument broke where the spindle is welded onto the handle of the instrument. Replication of the complaint condition is no applicable as it¿s already broken. The balance of the device is in fair condition. The complaint is confirmed. Product drawings were reviewed during the investigation. These drawings were found suitable to determine the intended device design, application and dimensional conformity. The device was found to have met the drawings specifications consistent with the date of manufacture. A device history review was performed for the returned instruments¿ lot numbers and in each instance no mrrs, ncr (non-conformance reports) or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. No definitive root cause was able to be determined. However, the failure mode is typically associated with rough handling and/or the application of too much force along the handle. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient gender, weight is not provided for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of an acetabulum and pelvic wing, the handles of the straight reduction forceps for low profile pelvic system broke while clamping the plate to the pelvic bone. The forceps broke where the handles intersect. The breakage did not generate any fragments and the two broken pieces were easily retrieved. Another device was used to complete the procedure. There was no surgical delay and additional medical intervention was not required. Routine intraoperative x-rays were taken as standard for the procedure. The procedure was completed successfully and the patient was reported as stable. The product was removed from the field and parts were not left in the patient. Concomitant device reported: plate (part # unknown, lot # unknown, quantity of 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 03.100.020, lot# a7 pa 24. Manufacturing location: (B)(4), manufacturing date: jun 14, 2006. No non conformance reports were generated during production. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All (B)(4) parts of the lot were checked 100% for important features and for function at the final inspection on jun 14, 2006. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.